Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button. The customer¿s blood glucose was unknown at the time of incident. Stuck button troubleshooting was performed and customer stated that he was unsure if the insulin pump button was pressed down for 3 minutes or longer and it was exposed to a change in altitude. Customer also reported that the issue was resolved by after the battery was removed and reinserted. The insulin pump is not expected to return for analysis.